Event description:
It is reported that the pt is experiencing instability, pain, swelling, weakness, tenderness, and stiffness.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. This report will be amended when out investigation is complete.